Manufacturer narrative:
The company representative replaced the drive manifold (part number 0104-00-0018). The iabp was calibrated, performance and functional tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that when they powered up the iabp in a staff training session, the iabp generated an "electrical test failure code 58" (power-up vent test failed). No patient was involved.